Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully implanted one smart coil in the target location using the handle to detach it. The physician then advanced the second smart coil into the target location and attempted to use the handle to detach it; however, the smart coil failed to detach. Therefore, the smart coil was manually detached. The procedure was completed using another smart coil and the same handle. There was no report of an adverse effect to the patient.